Event description:
It was reported to the manufacturer by the end user, per the end user, "caregiver says pipe is sticking out of covering and her knee hit the pipe which gave her a shock. She advised me that the shock was not intense but she did want to advise us of what happen to repair the bed. She did not seek medical attention." Upon speaking with the caregiver, she stated that as she passed by the end of the bed, her knee touched the uncovered plastic tube and she felt a mild shock. The plastic tube connects the control unit to the mattress and supplies air to the mattress. (B)(4) and (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.